Event description:
A customer reportedly received lower results than expected. Customer stated that customer received a result of 103mg/dl. Customer was taken to the hospital where a blood glucose was reported over 500mg/dl. The time difference and method used at the hospital is unk. While on the phone a review of the system was conducted. Initial check strip results were satisfactory. However, during the final test only a "00" was displayed. The customer attempted a few times to re-run the check strip and the elite system displayed a 106 and again displayed the "00". A request was made to return the system for evaluation. In the meantime a replacement unit was provided.